Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an itchy rash under the te pads and electrodes where gel is leaking. The patient stated they do have a history of sensitive skin and /or allergies. The patient¿s physician prescribed a cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.